Event description:
It was reported that during loading of a transcatheter valve, prior to inserting into the patient, a kink was observed on the delivery catheter system (dcs), specifically a compressed dcs wire lumen. Additionally, the guidewire was unable to pass through the wire lumen of the dcs. Subsequently, a new dcs was used to successfully implant the transcatheter valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evolutfxplus}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, prior to inserting into the patient, a kink was observed on the delivery catheter system (dcs), specifically a compressed dcs wire lumen. Additionally, the guidewire was unable to pass through the wire lumen of the dcs. Subsequently, a new dcs was used to successfully implant the transcatheter valve. No patient complications were reported as a result of this event. Additional information was received that the guidewire never became stuck in the dcs. It would enter the wire lumen and advance within the lumen approximately 1-1.5 cm then meet full resistance. The guidewire could not be advanced further, but never became lodged in the lumen and was withdrawn without any resistance or issue. The same guidewire used with the second dcs to implant the valve.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The handle appeared intact. The tip retract covers were returned partially separated and could be reconnected without issue. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. A kink, flattening and a partial tear was visible to the distal end of the inner member shaft. A 0.035-inch guidewire was unable to be backloaded past the inner member shaft kink site. The reported event for interaction issues with guidewire could be confirmed in the analysis. The reported event for kink could be confirmed in the analysis. The reported event for compressed wire lumen could be confirmed in the analysis. Updated data: b5. Third paragraph added d4. D9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, prior to inserting into the patient, a kink was observed on the delivery catheter system (dcs), specifically a compressed dcs wire lumen. Additionally, the guidewire was unable to pass through the wire lumen of the dcs. Subsequently, a new dcs was used to successfully implant the transcatheter valve. No patient complications were reported as a result of this event. Additional information was received that the guidewire never became stuck in the dcs. It would enter the wire lumen and advance within the lumen approximately 1-1.5 cm then meet full resistance. The guidewire could not be advanced further, but never became lodged in the lumen and was withdrawn without any resistance or issue. The same guidewire used with the second dcs to implant the valve. Additional information was received that the guidewire used for the procedure was a non-medtronic device.